Event description:
It was reported that during a PICC line replacement, the PICC line developed a leak just below the valve and "caused a blood clot in the pt". No further info is available. This device has not been returned for evaluation. Therefore no failure analysis will be available. User technique during access and/or pt anatomy may have contributed to this event. However, company is unable to determine the exact cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.